Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the sys hard drive. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys was reported, by the facility biomed engineer to have mixed or missing images, slow sys response, and difficulty printing images.